Manufacturer narrative:
(B)(4). Investigation of the returned sample is currently in progress. Results will be provided in a supplemental report when the investigation is complete.

Event description:
Prior to use, the white cuff didn't inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the sample associated to this report was received and the customer reported issue could not be duplicated on the returned sample. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.